Event description:
It was reported that balloon deflation failure occurred. A 2.00mm x 15mm emerge¿ balloon catheter was used to dilate the lesion. The balloon was inflated several times and was deflated without any problem. The device was removed from the patient and was rewrapped with a rewrapping tool, but the balloon was not within the rewrapping tool. The balloon was rewrapped with another rewrapping tool accessory of a 1.5mm non bsc balloon catheter and inserted the balloon back to the patient. After several inflations were performed, the balloon was inflated slowly and was not fully inflated. The physician attempted to deflate the balloon but failed. The balloon was inflated only about 50% and was deflated about 30% of the size. The balloon was withdrawn into the guiding catheter and was removed from the patient smoothly. The procedure was completed with a different device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).